Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the lead implant procedure, the lv lead threshold capture was below range and post procedure there was no capture threshold issue. The patient was asymptomatic. Programming changes were made. The following day there was capture threshold issue and therefore the physician opted to turn off the lv lead due to the patient having an underlying rhythm. The patient will be seen for further assessment in the next month. Patient was stable.